Event description:
Caller states the patient tested greater than 8.0 inr on the coaguchek s system while a comparison lab returned as 5.1 inr. Patient's coumadin was held for two days based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.